Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was received and evaluated. During the scope leak test a leakage was confirmed due to a hole in the distal end. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When inserting and/or withdrawing the endoscope into/from a trocar tube, turn the angulation lock to its free position and release the angulation control levers to straighten the bending section. Also, when using a trocar tube with a valve, keep the valve open during insertion/withdrawal of the endoscope into/from the trocar tube to prevent damage to the bending section of the endoscope. Do not pull the insertion section of the endoscope with excessive force while the endoscope is inserted into the trocar tube and the bending section is angulated. The bending section may be damaged. Insert the insertion section of the endoscope into a trocar tube to be used in advance and push out the bending section from the distal end of the trocar. Confirm the index of insertion length. When observing or treating the patient body, angulate the bending section while the bending section is fully extended from the trocar to prevent damage to the bending section. Do not withdraw the endoscope from the trocar tube with excessive force to prevent damage to the bending section of the endoscope. Withdraw it carefully and slowly.¿. The root cause could not be determined. Probable causes include the following: hole was found on a-rubber of the device. From this finding, humidity may have entered the device and resulted in temporary short circuit in ccd unit or video connector board. Contact failure may have temporarily occurred due to adhesion of foreign material or the like to electrical contact part of video connector or system. Defect on peripheral equipment (monitor, system or connection cables) used in the facility can also be thought as a possible factor other than the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the endoeye flex deflectable videoscope's screen became black and displayed no image during a procedure. According to the physician, the scope began blacking out when the instruments touch each other during the case. There was no patient harm or consequence reported as a result of this event.